Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device alarms without display when turned on. The issue was discovered, during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous services. The event history log was reviewed and there are no errors related to the customer complaint. The reported issue was replicated. The root cause of the issue was a software problem. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.